Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 1 year, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced a hemorrhagic stroke. The patient presented to the outside hospital emergency department with complaints of headache. Neurologic changes noted and computed tomography performed showed subdural hemorrhage with midline shift. The patient received an emergency craniotomy on (B)(6) 2018. The following day, the patient received a hemicraniectomy due to re-accumulation of the subdural hematoma. On (B)(6) 2018 while the patient was still hospitalized, a computed tomography (CT) scan demonstrated evidence of right temporal and occipital infarcts, (ischemic stroke), likely in the setting of extensive vascular risk factors, lvad and anti-coagulation therapy was paused. Patient was not on anticoagulants at the time of event. On (B)(6) 2018, it was reported that the patient¿s repeat head CT on (B)(6) 2018 showed new posterior cerebral artery (pca) infarct (ischemic stroke), evolving subacute infarct in the right occipital lobe and hippocampus in the territory of the pca. Anticoagulant at the time of event was warfarin. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was notremains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated that the last interaction with the patient was on (B)(6) 2018 and the patient was still recovering in a skilled nursing facility but making progress with rehab therapy. Mrs score 4. Plan of care was for continued rehabilitation and a cranioplasty sometime in november.